Manufacturer narrative:
The tech found, the hydraulic solenoid was sticking. The tech replaced the solenoid to repair the bed.

Event description:
Info rec'd indicates, the head of the bed will not go up or down.